Event description:
It was reported that while using the bd plastipak¿ hypodermic syringe the needle broke inside the patients vein. The following information was provided by the initial reporter: verbatim: the technique, when injecting medication into the patient, the needle broke inside the patient's vein, spurting a lot of blood. Was there any harm to the patient/caregiver? (Detail) no and neither to the professional was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) no. Was there exposure of the professional to the patient's blood? If yes, were you using ppe? Detail. Yes, but I was using ppe. Regarding the procedure, was there another puncture to the patient or was the procedure rescheduled? Another access was made. Regarding the breakage of the needle, did it occur in the needle itself or did it occur in the junction between the hub and the needle? Detail. Occurred at the junction between the hub and the needle. Is the sample related to the incident available for analysis? No.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. CAPA in progress.

Event description:
It was reported that while using the bd plastipak¿ hypodermic syringe the needle broke inside the patients vein. The following information was provided by the initial reporter: verbatim: the technique, when injecting medication into the patient, the needle broke inside the patient's vein, spurting a lot of blood. Was there any harm to the patient/caregiver? (Detail) no and neither to the professional. Was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) no. Was there exposure of the professional to the patient's blood? If yes, were you using ppe? Detail. Yes, but I was using ppe. Regarding the procedure, was there another puncture to the patient or was the procedure rescheduled? Another access was made. Regarding the breakage of the needle, did it occur in the needle itself or did it occur in the junction between the hub and the needle? Detail. Occurred at the junction between the hub and the needle. Is the sample related to the incident available for analysis? No.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.